Event description:
It was reported that the customer reported via the sales rep that the patient underwent a revision surgery due to broken exeter stem. It is further reported that further information has been requested. The original implantation was performed in 2005, and the revision was performed in 2009. It is further reported by the revision surgeon that the original implants were well aligned and cemented and the trident shell was also well aligned. It is further reported that the removal of the original implants was difficult and required an extension in the revision surgery.